Event description:
It was reported that the patient went to a specialty clinic and was diagnosed with blood glucose (bg) values that dropped to 41 mg/dl. The patient was in and out of consciousness. For treatment, the parent stated they prescribed a refill for the nasal spray baqsimi. The pod was worn between 4 and 24 hours on the arm. The patient was discharged within hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.